Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 3 of 4. The technical service representative (tsr) assisted the caregiver (cg) to cycle the power to the hc. Per the initial report, the cg stated there were no leaks or anything unusual observed with the supplies. Product surveillance contacted the nurse on (B)(6) 2011. The nurse is not aware of what may have caused the alarm. According to the nurse the patient has resumed therapy with no further issues. There was no patient injury or medical intervention associated with this event. No further information is available.